Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the perforator did not stop during a craniotomy procedure.. The perforator clicked in place in the drill (pneumatic anspach drill) and a spring tess were performed between each burr hole. No patient injury reported and the event did not led to surgical delay.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h10 the perforator was not returned for evaluation (as per customer, product not available) and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a